Event description:
Lab technician attempted to open centrifuge. Noticed no power to centrifuge, so they unplugged it and inserted plug in another receptacle. They pressed the "open" button, and the centrifuge gave them a significant electrical shock and threw off sparks out the side of the case. The tech presented to the emergency room with chest pains and muscle twitches. EKG was ok. Spasms in muscle tissue attributed to electical shock. Biomed check of centrifuge showed voltage leakage of 303 milliamps when not in operation; >700 milliamps when engaged. Unit taken out of service.